Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found the teflon pad sustained normal wear and tear and there was no metal exposed. The distal end of the device was inspected under a microscope and a crack was found on the probe. This type of probe damage is likely due to operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, a short circuit error occurred. The physician used another similar device; however, the second device exhibited the same phenomenon. The intended procedure was completed with a third device. The first two devices were inspected post procedure and no metal was exposed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to correct the manufacturer narrative with the associated MFR. Report number: 2951238-2016-00228.